Manufacturer narrative:
Investigation- summary: a review of the complaint history, drawing, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. The manufacturing documents were reviewed and it was found that the devices are visually inspected by quality control. No notable gaps in production or process controls were identified. The risk specification for the product includes potential failure modes related to retention suture failure and device securement. There is no indication that the device was not manufactured to specification or that similar product is non-conforming in the field. Due to the lack of information provided, a review of the device history record could not be performed. Potential product use or handling events include not following the IFU instructions for proper external device fixation and retention loop suture fixation. Manipulation of the device by the patient or the external components getting tangled or caught on something could also have led to the tube sliding out. Based on the available information and the device not being returned, and additional information was not being provided, a definitive root cause cannot be determined. The risk assessment for this failure mode was updated as a result of the reported occurrences, and found that no additional risk mitigating activity is required at this time. A quality engineering risk assessment was performed to address this failure mode. No further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that the patient experienced a dislocated j-tube. The dislocation of the tube necessitated the replacement of the device. Specific product information was not provided by the customer, but the device was believed to be of cook manufacture. The circumstances surrounding the handling and usage of the device are not known. The product is reportedly not available for return. No further information is available from the reporter.